Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected tone, vibrator or motor did not have power available when needed alarms or software error alarms noted during testing however, the downloaded history files confirmed software error alarm (line number (B)(4) file number b)(4) ) due to a software error (ptc (B)(4) ).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected was occurred second time. The customer's blood glucose value was 220 mg/dl. The customer stated that the insulin pump had tone, vibrator or motor did not have power available when needed. The customer reported that they were able to clear the alarm. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.